Event description:
During a patient call to the baxter technical service representative on (B)(6) 2011 for an unrelated issue, the patient indicated he had experienced peritonitis. Additional information received from the facility nurse on 12/01/11 indicates: the male patient was diagnosed with peritonitis on (B)(6) 2011. The patient was hospitalized from (B)(6) 2011. No exit site infection was noted.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (h11f03123 and h11g27138) with no defects noted. The cause of the peritonitis was undetermined.